Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. Further information was requested, but not yet available. The patient condition was not reported.